Event description:
A neuron 070 was pushed coaxial with a 4f vertebral diagnostic catheter. The 4f was then pulled back and synchro2 and transendex wires were used to place the neuron 070 above the carotid siphon. A psc041 was then pushed up into the carotid t. The physician noted that the psc041 could not be pulled back and felt like "gum" in his hand when he tried to pull the device back and felt like it was stuck in the neuron 070. The neuron 070 together with the psc041 was pulled back and a second neuron 070 was placed. A second psc041 and a pss041 were inserted and enabled recanalization of the vasculature. A psc/pss032 system had to be used more distally.

Manufacturer narrative:
Six devices were returned to the manufacturer regarding this incident. Two of the devices malfunctioned during the case. One of the units returned was a guide wire that is not manufactured by penumbra and is not associated with this manufacturer. The incident description states that a damaged separator wire was going to be returned, but this wire was not returned and it is still unclear whether or not a separator wire was damaged during the case. The two penumbra devices that were damaged during the case were a neuron 070 and a reperfusion catheter 041. The reperfusion catheter was broken approximately 30cm from the distal tip and approximately 12cm of the remaining length had unwound internal wire. The distal end of the fractured catheter was lodged inside the distal end of the neuron. The marker band of the reperfusion catheter is 1.0cm back from the distal tip of the neuron. The distal end of the reperfusion catheter was held in place by flat spots in the neuron. The distal tip of the neuron was flattened. There was flattening of the tip between 0.0 and 0.4cm, between 0.4 and 1.0cm, and between 1.0 and 4.0cm from the distal tip. Each of the flat spots were perpendicular to each other. There was a longer spiraling flat spot from 1.0 to 7.5cm transitioning to an ovalization between 7.5 to 10.0cm. Measuring from the hub/shaft joint, there was a single axis bend at 45.5cm which is most likely an artifact of the post-incident handling. Conclusions: the incident was confirmed as reported. The neuron appeared to have collapsed around the reperfusion catheter in the long, difficult anatomy of the patient and held it in place when the physician attempted to manipulate it causing the resistance. The catheter fracture appears to have occurred outside the patient. A review of the device history record (DHR) was completed on part #2314-01 (lot #l15298). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. This lot was one of multiple lots associated with da #92 which required increased destructive testing. This da is not associated with this incident. The parts released in this lot met process requirements.